Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic; upon interrogation it was noted low, out of range impedance and an increased in pacing threshold. Patient has good atrioventricular conduction with ventricular pacing. Physician has elected not to perform any intervention and will continue to monitor the patient.